Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a new ins placed to an upgraded ins. They stated that their other ins stopped working so they replaced it. They stated that this occurred maybe in (B)(6) 2019, when the old ins stopped working.